Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the system with a g7 sensor and confirmed a low blood glucose of 58 mg/dl by fingerstick; the user was advised to treat the low with oral glucose. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate without escalation of care. Investigation included case review and user education on hypoglycemia management. Investigation of this case revealed an unclear cause with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.